Manufacturer narrative:
One device was returned for analysis of complaint that pump alarms for occlusion and has a broken gasket. Investigation of the service history of this device shows that this device has not been in for service yet. Review of event history found high alarm displayed: cassette locked and not latched alarm messages. The reported issue was determined to be caused by a nonfunctional latch lock sensor and broken/delaminated downstream occlusion (dso) seal. Problem was resolved by replacement of the latch lock sensor and dso seal.

Event description:
It was reported that the pump alarms for occlusion and has a broken gasket underneath. The event occurred during testing. There was no patient involvement.